Event description:
Boston scientific corp became aware of an event in which the subject device was removed from the box, unsealing of the pouch was noticed. No complications with the pt were reported to have occurred with the pt during this event.